Manufacturer narrative:
The customer returned the meter. The test strips were not returned. A specific root cause was not identified for this event. Additional information was requested for investigation but was not provided. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 3.0 inr, donor #2 inr: 3.8 inr. Donor #1 hct: 36%, donor #2 hct: 49%. Donor #1: master lot: 3.0 inr, donor #1: customer meter and master lot: 3.0 inr. Donor #1: master lot: 3.8 inr, donor #1: customer meter and master lot: 3.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The data flag the customer received was not observed during the investigation. The returned materia and the retention material meet the specification. None of the patient's medications are currently known to interfere with the accuracy of the test results. The customer did not return the test strips.

Manufacturer narrative:
(B)(4).

Event description:
The pharmacist complained of erroneous inr results for 1 patient tested on coaguchek xs plus meter with serial number (B)(4). The patient was tested on meter (B)(4) at 8:45 a.m. And the result was 4.8 inr with a data flag. The patient was tested on a different coaguchek meter at 8:46 a.m. And the result was 2.7 inr. The pharmacist thought the result of 2.7 inr was correct. A new finger was used for the 2nd test. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr. The patient was not treated. No adverse event occurred. The patient is not anemic. The meter and test strips were requested for investigation. The same strips were used on both meters. Relevant retention test strips (lot 124156-13) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.